Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was being performed on a severely calcified and moderately tortuous lesion, with a length of 24mm and a diameter of 2.5mm, in the left circumflex (lcx) artery. A 28 x 2.50 promus premier was advanced to the target lesion and during post dilatation, a distal edge dissection was noticed. The procedure was completed with a different device and the patient was reported to be stable.